Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the power card required adjustment. The technician adjusted the power card, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that one of the guest ports to the hexavue custom room rack is unresponsive at times. No report of injury.